Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the imaging system. System testing confirmed that the isolated standalone pcb was malfunctioning, and remains powered on without output even when the system was off. Isolated standalone kit was replaced and the system was returned to service. The standalone kit was returned for analysis. Part was currently under analysis at the time of filing. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was unable to power on. The manufacturer representative found that the system would never get past initialization. They troubleshot and found that the stand alone board needed to be replaced. No patient was present at the time of the event.

Manufacturer narrative:
The standalone kit was returned for analysis. Through visual and functional testing methods it was found that the standalone passed bench test, 15 vdc present at tp 7, 113 vac present at tp 24. All l.e.ds are functioning as normal. All output and voltage readings present. The fans functioning as normal. Relay failed bench test, short found between output 1 and 2. No fuses returned. An electrical failure was confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.